Event description:
It was reported that an inadvertent deployment occurred. A 7x40x130 innova self-expanding stent was selected for a stenting procedure in the left iliac artery. When the physician unpacked the device and flushed it, the physician found the stent had deployed when advanced through the guidewire. The procedure was completed with another innova device. There were no complications to the patient reported.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of an innova self-expanding stent system. Visual examination revealed that the stent is partially deployed approximately 3.8cm from the distal end of the middle sheath. There is a kink to the outer sheath at the nosecone. There is buckling to the middle sheath at the distal end of the middle sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that an inadvertent deployment occurred. A 7x40x130 innova self-expanding stent was selected for a stenting procedure in the left iliac artery. When the physician unpacked the device and flushed it, the physician found the stent had deployed when advanced through the guidewire. The procedure was completed with another innova device. There were no complications to the patient reported.